Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 4 days after the sensor was inserted in the abdomen. On 09/24/2024, the patient passed out. The spouse heard an alert for "low glucose warning." The cgm was reading 80 mg/dl and the blood glucose by the spouse was 34 mg/dl. The spouse called an ambulance, and the patient was treated with glucagon and recovered after treatment. After treatment, the bg was 120 mg/dl and the cgm was not documented. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.